Event description:
Caller reported a power source alert 07. There was no reported adverse impact to the customer¿s blood glucose level. Caller attempted to use a different wall adapter and charging cable, but the issue was not resolved until further intervention during the contact, leading to the resolution of the problem without additional troubleshooting.